Manufacturer narrative:
Electrode belt sn (B)(4) was returned on (B)(6) 2017 for normal maintenance and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. The evaluation did not indicate any device malfunction in the as received condition and the belt was returned to service. Medwatch # mw5078066.

Event description:
The FDA notified zoll that a patient voluntarily reported a complaint to the FDA through the FDA's medwatch program. The report number associated with the voluntary complaint is mw5078066. The patient alleged that he rolled over while sleeping and was choked by the electrode belt cable. The patient reportedly was able to free himself from the cable. There is no indication of a sustained serious injury resulting from the event. The patient reported that the event occurred on (B)(6) 2018, the actual date of the event is not known. The patient ended use of the lifevest on (B)(6) 2017. The risk of strangulation when sleeping while wearing the lifevest system was identified in the lifevest 4000 risk management report, and the risk was found to be acceptable. Historically, zoll has received 2 complaints involving the device potentially strangling the patient at night. Of these 2 complaints, 1 of the patients specifically mentioned choking on the cord due to moving around in their sleep. There were no adverse events associated with these complaints. The lifevest system is designed to be assembled and used in such a way that would not allow strangulation to occur during normal use conditions.